Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was pre-dilating a 99% stenosed lesion located in the moderately tortuous and moderately calcified, 3mm in diameter, anterior tibial artery with this 3mm x 40mm x 145cm sterling es balloon catheter. The balloon ruptured on the first inflation at 6atms after being inflated for 5 to 10 seconds. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)